Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported through the national breast implant registry a left side suspected/actual rupture, change shape/size/style. Device has been explanted and replaced with an abbvie device.